Manufacturer narrative:
Report with FDA report ID number 2015691-2025-09614 was submitted for the pc1q that was used during the case. A device history record cannot be completed without a lot number.

Manufacturer narrative:
Additional product code: dqe, qaq, mud, dxn, dsb, fll, qms, olw. Device is not available for return. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. An MDR was submitted against the pc1q. A supplemental report will be submitted once the report ID is available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during induction, a vitawave plus cuff showed different values compared to an arm cuff. Finger cuff values were 146/63 (93) while the arm cuff read 165/70 (106). After a few arm adjustments were made and reclipping the pc1q, the finger cuff values were updated to 118/52 (75) and the arm cuff values were 130/55 (80). Patient was undergoing a spine procedure. Both cuffs were not placed on the same arm. It is unknown whether the inaccurate values were caused by the vitawave plus cuff or the pc1q. There were no patient injuries.

Manufacturer narrative:
This event was found to be a duplicate of an existing report, 2015691-2025-09137.